Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The reporter indicated the patient was experiencing glare and halos, worse in am and at night. The patients pupils are 6.5mm in dim illumination, are essentially equal in size and there is no evidence of traumatic mydriasis. The patient is being treated with drops and the lens remains implanted. The patients vision is 20/20 uncorrected.